Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and angioedema ("angioedema daily") in a 43-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, vaginal discharge, abdominal pain, urinary tract infection and adhesive tape allergy. Previously administered products included for an unreported indication: sulfa and cephalexin. Past adverse reactions to the above products included rash with cephalexin. Concurrent conditions included obesity. Concomitant products included amlodipine, diphenhydramine hydrochloride (benadryl), lisinopril and prednisone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis / bacterial vaginosis after treatment") and depression ("depression"). On (B)(6) 2017, the patient experienced urticaria ("urticaria / hives"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating / bloating"), back pain ("back pain / back pain"), arthralgia ("arthralgia / joint pain") and weight increased ("weight gain"). On an unknown date, the patient experienced angioedema (seriousness criterion medically significant), chest pain ("chest pain"), hidradenitis ("hiradentis axillaris"), cyst removal ("type of surgery: under arm cyst removal") and groin pain ("groin pain"). The patient was treated with cyproheptadine, loratadine, hydroxyzine, ranitidine, montelukast, naproxen and surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal distension, back pain, bacterial vaginosis, depression, arthralgia, hidradenitis and cyst removal outcome was unknown and the angioedema, alopecia, chest pain, urticaria, weight increased and groin pain was resolving. The reporter considered abdominal distension, alopecia, angioedema, arthralgia, back pain, bacterial vaginosis, chest pain, cyst removal, depression, fatigue, groin pain, hidradenitis, pelvic pain, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bacterial vaginosis, back pain, urticaria, angioedema quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and angioedema ("angioedema daily") in an adult female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, vaginal discharge, abdominal pain, urinary tract infection and adhesive tape allergy. Previously administered products included for an unreported indication: sulfa and cephalexin. Past adverse reactions to the above products included rash with cephalexin. Concurrent conditions included obesity. Concomitant products included diphenhydramine hydrochloride (benadryl). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating / bloating"), back pain ("back pain / back pain"), arthralgia ("arthralgia / joint pain"), urticaria ("urticaria / hives") and weight increased ("weight gain"). On an unknown date, the patient experienced angioedema (seriousness criterion medically significant), the first episode of groin pain ("groin pain"), chest pain ("chest pain"), bacterial vaginosis ("bacterial vaginosis / bacterial vaginosis after treatment"), depression ("depression"), hidradenitis ("hidradenitis axillaris"), cyst removal ("type of surgery: under arm cyst removal") and the second episode of groin pain ("groin pain"). The patient was treated with cyproheptadine, loratadine, hydroxyzine, ranitidine, montelukast, naproxen and surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal distension, back pain, bacterial vaginosis, depression, arthralgia, hidradenitis and cyst removal outcome was unknown and the angioedema, alopecia, chest pain, urticaria, weight increased and the last episode of groin pain was resolving. The reporter considered abdominal distension, alopecia, angioedema, arthralgia, back pain, bacterial vaginosis, chest pain, cyst removal, depression, fatigue, hidradenitis, pelvic pain, urticaria, weight increased, the first episode of groin pain and the second episode of groin pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bacterial vaginosis, back pain, urticaria, angioedema. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: angioedema daily; depression; angioedema, hidradenitis axillaris, arthralgia, urticaria; under arm cyst removal; fatigue; weight gain; bloating, joint pain, back pain. Patient's medical history was added, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and angioedema ("angioedema daily") in a 43-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of the devices in tube.". The patient's medical history included back pain, vaginal discharge, abdominal pain, urinary tract infection, adhesive tape allergy, miscarriage (2 miscarriages) and abortion (2 abortions). Previously administered products included for an unreported indication: sulfa and cephalexin. Past adverse reactions to the above products included rash with cephalexin. Concurrent conditions included obesity and bacterial vaginosis. Concomitant products included amlodipine, diphenhydramine hydrochloride, lisinopril and prednisone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced angioedema (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis / bacterial vaginosis after treatment"), depression ("depression") and urticaria ("urticaria / hives"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating / bloating"), back pain ("back pain / back pain") and arthralgia ("arthralgia / joint pain") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced chest pain ("chest pain"), hidradenitis ("hidradenitis axillaris"), groin pain ("groin pain") and rash ("rash") and underwent cyst removal ("type of surgery: under arm cyst removal"). The patient was treated with cyproheptadine, hydroxyzine, loratadine, montelukast, naproxen, ranitidine and surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal distension, back pain, bacterial vaginosis, depression, arthralgia, hidradenitis, cyst removal and rash outcome was unknown and the angioedema, alopecia, chest pain, urticaria, weight increased and groin pain was resolving. The reporter considered abdominal distension, alopecia, angioedema, arthralgia, back pain, bacterial vaginosis, chest pain, cyst removal, depression, fatigue, groin pain, hidradenitis, pelvic pain, rash, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bacterial vaginosis, back pain, urticaria, angioedema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Events: difficulty placing one of the devices in tube and rash were added. Medical history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and angioedema ('angioedema daily') in a 43-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of the devices in tube." The patient's medical history included back pain, vaginal discharge, abdominal pain, urinary tract infection, adhesive tape allergy, miscarriage (2 miscarriages), abortion (2 abortions), hypertension, goiter, hyperhidrosis, gastroesophageal reflux disease and cyst of ovary. Bilateral tubal occlusion devices on (B)(6) 2016. Previously administered products included for an unreported indication: sulfa and cephalexin. Past adverse reactions to the above products included rash with cephalexin. Concurrent conditions included obesity and bacterial vaginosis. Concomitant products included amlodipine, diphenhydramine hydrochloride, lisinopril and prednisone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced angioedema (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis / bacterial vaginosis after treatment/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis after implant"), depression ("depression") and urticaria ("urticaria / hives"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating / bloating"), back pain ("back pain / back pain") and arthralgia ("arthralgia / joint pain") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced chest pain ("chest pain"), hidradenitis ("hidradenitis axillaris"), groin pain ("groin pain"), rash ("rash"), swollen tongue ("swelling tongue"), lip swelling ("swelling lips") and swelling face ("swelling face") and underwent cyst removal ("type of surgery: under arm cyst removal"). The patient was treated with cyproheptadine, hydroxyzine, loratadine, montelukast, naproxen, ranitidine and surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal distension, back pain, bacterial vaginosis, depression, arthralgia, hidradenitis, cyst removal, rash, swollen tongue, lip swelling and swelling face outcome was unknown and the angioedema, alopecia, chest pain, urticaria, weight increased and groin pain was resolving. The reporter considered abdominal distension, alopecia, angioedema, arthralgia, back pain, bacterial vaginosis, chest pain, cyst removal, depression, fatigue, groin pain, hidradenitis, lip swelling, pelvic pain, rash, swelling face, swollen tongue, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bacterial vaginosis, back pain, urticaria, angioedema quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-apr-2020: information received via plaintiff fact sheet. New events: swelling tongue, swelling lips, and swelling face. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and angioedema ('angioedema daily') in a 43-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of the devices in tube.". The patient's medical history included back pain, vaginal discharge, abdominal pain, urinary tract infection, adhesive tape allergy, miscarriage (2 miscarriages), abortion (2 abortions), hypertension, goiter, hyperhidrosis, gastroesophageal reflux disease and cyst of ovary. Bilateral tubal occlusion devices on (B)(6)2016. Previously administered products included for an unreported indication: sulfa and cephalexin. Past adverse reactions to the above products included rash with cephalexin. Concurrent conditions included obesity and bacterial vaginosis. Concomitant products included amlodipine, diphenhydramine hydrochloride, lisinopril and prednisone. On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced angioedema (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis / bacterial vaginosis after treatment/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis after implant"), depression ("depression") and urticaria ("urticaria / hives"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating / bloating"), back pain ("back pain / back pain") and arthralgia ("arthralgia / joint pain") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced chest pain ("chest pain"), hidradenitis ("hiradentis axillaris"), groin pain ("groin pain"), rash ("rash"), swollen tongue ("swelling tongue"), lip swelling ("swelling lips") and swelling face ("swelling face") and underwent cyst removal ("type of surgery: under arm cyst removal"). The patient was treated with cyproheptadine, hydroxyzine, loratadine, montelukast, naproxen, ranitidine and surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fatigue, abdominal distension, back pain, bacterial vaginosis, depression, arthralgia, hidradenitis, cyst removal, rash, swollen tongue, lip swelling and swelling face outcome was unknown and the angioedema, alopecia, chest pain, urticaria, weight increased and groin pain was resolving. The reporter considered abdominal distension, alopecia, angioedema, arthralgia, back pain, bacterial vaginosis, chest pain, cyst removal, depression, fatigue, groin pain, hidradenitis, lip swelling, pelvic pain, rash, swelling face, swollen tongue, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bacterial vaginosis, back pain, urticaria, angioedema lot number: c18718 manufacturing date: 2014-02 expiration date: 2017-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and angioedema ('angioedema daily') in a 43-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of the devices in tube.". The patient's medical history included back pain, vaginal discharge, abdominal pain, urinary tract infection, adhesive tape allergy, miscarriage (2 miscarriages), abortion (2 abortions), hypertension, goiter, hyperhidrosis, gastroesophageal reflux disease and cyst of ovary. Bilateral tubal occlusion devices on (B)(6) 2016. Previously administered products included for an unreported indication: sulfa and cephalexin. Past adverse reactions to the above products included rash with cephalexin. Concurrent conditions included obesity and bacterial vaginosis. Concomitant products included amlodipine, diphenhydramine hydrochloride, lisinopril and prednisone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced angioedema (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis / bacterial vaginosis after treatment/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis after implant"), depression ("depression") and urticaria ("urticaria / hives"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating / bloating"), back pain ("back pain / back pain") and arthralgia ("arthralgia / joint pain") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced chest pain ("chest pain"), hidradenitis ("hidradenitis axillaris"), groin pain ("groin pain"), rash ("rash"), swollen tongue ("swelling tongue"), lip swelling ("swelling lips") and swelling face ("swelling face") and underwent cyst removal ("type of surgery: under arm cyst removal"). The patient was treated with cyproheptadine, hydroxyzine, loratadine, montelukast, naproxen, ranitidine and surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fatigue, abdominal distension, back pain, bacterial vaginosis, depression, arthralgia, hidradenitis, cyst removal, rash, swollen tongue, lip swelling and swelling face outcome was unknown and the angioedema, alopecia, chest pain, urticaria, weight increased and groin pain was resolving. The reporter considered abdominal distension, alopecia, angioedema, arthralgia, back pain, bacterial vaginosis, chest pain, cyst removal, depression, fatigue, groin pain, hidradenitis, lip swelling, pelvic pain, rash, swelling face, swollen tongue, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bacterial vaginosis, back pain, urticaria, angioedema lot number: c18718 manufacturing date: 2014-02 expiration date: 2017-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), groin pain ("groin pain"), back pain ("back pain"), chest pain ("chest pain"), bacterial vaginosis ("bacterial vaginosis") and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, abdominal distension, groin pain, back pain, chest pain, bacterial vaginosis and pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bacterial vaginosis, chest pain, fatigue, groin pain, pain and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.